Event description:
It was reported that the device had glitched/settings was cleared unexpectedly and red screen appeared with an error number 46828. The product fault occurred before infusion. No patient involvement reported.

Manufacturer narrative:
H3: one device was received. A review of the event history log found evidence of system fault 46828. Device was visually and functionally tested but the customer reported complaint was unable to be replicated. The cause of the reported issue is unknown. Upon further investigation, the downstream occlusion (dso) seal was found to be delaminated and the date and time had been reset. The dso seal was replaced and the super capacitor was tested and passed testing. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.